Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensed noisy signals. Additionally, an alert was noted for an unsuccessful right ventricular automatic threshold (rvat) test and high pacing thresholds. Technical services (ts) reviewed the device data and noted that the noise was sensed as a coarse atrial fibrillation (af) episode. Ts provided reprogramming recommendations and suggested setting a fixed output. No adverse patient effects were reported. This ICD remains in service.